Event description:
Caller reported experiencing a cartridge alarm 20, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts assisted the caller in attempting to load a new cartridge; however, the alarm reoccurred, and the caller was unable to resume insulin therapy. As a result, cts decided to replace the pump and advised the caller on procedures for using the replacement, including software updates and storage mode instructions. The caller acknowledged all instructions and plans to contact their healthcare provider about backup therapy options due to the lack of an available alternative.